Event description:
It was reported that a patient "shocked" herself "a long time ago" when she switched to a different program. A supplemental report will be filed if any additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# j0454564v. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).